Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation one bladeless vp 11mm st w/ fixation opened by the account opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The circular seal was damaged. The unit passed an air leak test. The returned sample as received was not found to meet specifications and due to the received damaged seal, the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap chole. According to the reporter: a portion of the trocar broke off and was retrieved inside the patient's abdomen. This was during a lap chole. It was seen dropping into the abdomen after an instrument was put through the port. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.